Event description:
The patient had not used the implantable neurostimulator (ins) for a year. He recently had back surgery and after the surgery, started to use the ins again. The physician programmed the ins and sent the patient home. Following this, the patient reported the stimulation was "coming and going" when he moved; an intermittent/fading sensation. Impedance measurements showed electrodes 8 and 13 were >3600 ohms; these electrodes were not being used. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4)